Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer had a hypoglycemic event. The infusion set was removed and the cannula was bent. The blood glucose reading was 400 mg/dl. She was treated with the insulin pump and declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.